Manufacturer narrative:
Hematoma/minor bleed/access site adverse event: the cause of hematoma/minor bleed/access site adverse event was likely use related since act was high (214) during bleed with multiple/high heparin doses being given. Mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella cp device was inserted into the left femoral artery in a 60-year-old male patient with a past medical history of a coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a percutaneous coronary intervention (pci). During the procedure, oozing and a hematoma was noted at the access site after the peel-away was exchanged for the repositioning sheath. The vessel was preclosed with a perclose prior to peel-away insertion. Two mattress sutures were placed with forward tension sutures. The dressing was with an angle matched gauze. A femstop with no pressure was applied proximal to the insertion site with improvement. It was noted that 2,000 units of heparin were given and the activated clotting time (act) was mid-200s. The patient also had bleeding and a hematoma to the right internal jugular (rij) sheath, which was removed due to the bleeding. While the patient was in the intensive care unit (ICU), there was a concern for hemolysis. The lactate dehydrogenase (ldh) was 1714 and the urine was dark red. Platelets and hemoglobin were downtrending. The p-level was decreated to p-6. Two units of packed red blood cells (prbcs) were given. The impella functioned at p-3 at 2.3l/min with no issues. The post-procedure outcome is unknown. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and bleeding are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hematoma/minor bleed/access site adverse event was likely use related since act was high (214) during bleed with multiple/high heparin doses being given. Mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.